Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have unspecified over-sensing. Corrective programming changes were made. The patient was stable throughout and no patient symptoms were reported.

Event description:
Upon interrogation, the patient's implantable cardioverter defibrillator was found to have incorrect interpretation of signal.

Manufacturer narrative:
Correction- h6, b5- incorrect interpretation of signal was noted upon interrogation of the implantable cardioverter defibrillator, rather than unspecified over-sensing as previously reported.